Manufacturer narrative:
There is more information on the device evaluation. Correction is also being made to the UDI. This supplemental report is being submitted to provide this information. The device history record review confirmed that the device lot had no anomaly in inspection. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed step-by-step scenario is below. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke with added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke with added load. The instructions for use includes the following statements, to caution the user against such issues: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The patient did not have any pre-existing conditions prior to the procedure. Another gynecologist at the facility who has been using this device for 10+ years trained the physician on how to use this device. It is unknown if the procedural tips and technique instructions that were distributed on (B)(6) 2013, have been shared with the user facility. The physician has less than one year of experience in using the device. The device was returned for evaluation due to probe broke off. Visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) slightly worn but intact, and no metal exposed. However, the probe completely broke off, and the broken piece was not returned with the device. (The missing probe fragment could be approximately 14mm in length). The remaining portion of the probe sticking out at the proximal end was measured about 5mm in length and appeared to be bent on one side. Noted the jaw¿s gold insulation is intact, and the shaft is straight. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was then attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509 displayed on the usg-400. However, both switches are functional. The evaluation is ongoing and supplemental report(s) will be submitted when any additional information is received.

Event description:
As reported for this event, during the beginning of a therapeutic total laparoscopic hysterectomy procedure, the device probe broke off into the patient. The broken piece was retrieved from the patient with a laparoscopic grasper. There was no adverse impact or harm to the patient, and the procedure was delayed only by one minute. Another similar device was used to complete the procedure. The doctor was performing a seal and cut when the issue occurred. There was no visual damage to the teflon pad or probe unit. There was no damage to the teflon pad or metal exposed. The generator settings were seal/cut: 1, seal: 1. No errors were received. The device was inspected prior to use. No damage or abnormalities were observed. The connection points to the generator were inspected. There was no cable damage observed. The transducer cords or the cords of any other medical device were not bundled during use.